Manufacturer narrative:
(B)(4).

Event description:
Lead management procedure to remove one non-functioning lead. The lead was prepped with an spnc lld ez, cook one-tie and suture. A 16 fr glidelight was used for lead extraction. At approximately half way over the second ICD coil the intended lead extracted as well as the other two leads. A drop in blood pressure was noted. Surgical intervention revealed a tear at the svc junction which was repaired. The patient survived the procedure.